Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for one (1) colony forming unit (cfu) of high concern massilia species and one (1) cfu of low concern micrococcus luteus. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in an oer-pro automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution no other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations in regard to aseptic or sterile technique during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on (B)(6) 2022, to perform an observation of the reprocessing techniques. The ess was informed a third-party scope buddy plus had not worked since on or around (B)(6) 2022 and had failed intermittently since (B)(6) 2022. The facility had not been aspirating and not properly flushing in the absence of the automated flushing device. The client escalated the issue to medivators. The ess instructed the client how to use the injection tubes to flush the endoscopes in the interim. The ess reviewed how to use the suction cleaning adapter mh-856 and flushing injection tubes mh-946 in the place of not having the automated flushing machine. The ess also observed the client placing the maj-2319 distal end flushing adapter in the oer-pro for high level disinfecting. The ess instructed the client to either soak the adapter in high-level disinfectant or send the adapter to the sterile processing department to be autoclaved. The facility did not have the ability to aspirate unless another scope buddy plus was obtained. The ess had visited the facility again on (B)(6) 2022. The facility received a replacement scope buddy plus (loaner) on (B)(6) 2022. During the time the scope buddy was broken, the facility used the scope buddy tubing with thirty (30) milliliters (ml) syringes to perform the olympus instructions for use (IFU) required flushing steps during manual cleaning of the scopes. The customer also stated that using the scope buddy tubing with thirty (30) ml syringes to perform the flushing steps as described in the IFU was not a recommended method for performing the required step. The ess noted during the observation, the facility performed all the steps accordingly. The only issue identified was the facility was using sixty (60) cubic centimeters (cc) and not a thirty (30) cc syringe. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory¿s destructive investigations final report, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive sampling and culturing which took place between september 27, 2022, and october 24, 2022. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. The axis part of the lever arm and the hole on the elevator had growth of staphylococcus capitis, a low concern organism of human / non-gi origin. The results from the destructive sampling did not correlate with the results from the original clinical sample. The high-concern organism could not be cultured from the destructive sampling. The results were inconclusive. The device was returned to an olympus for evaluation after destructive sampling and culturing. The forceps elevator wire was broken, the forceps arm and elevator were removed. The distal end was inspected under a microscope. There were no signs of foreign material. The complained device was inspected using both an olympus borescope and fiberscope to verify the condition of the biopsy and suction channels. The borescope was first inserted into the biopsy channel, starting from the distal end side. Once inserted, a yellowish discoloration was found on the biopsy channel at approximately ten (10) millimeters from the distal end opening. The borescope was inserted further in, and multiple kinks were found on the wall of the channel. The borescope was removed from the biopsy channel and re-inserted in through the suction port section of the channel. Upon entry, a kink was found on the channel wall of the connecting tube, approximately sixty-five (65) millimeters from the suction cylinder. The suction channel was also inspected using the borescope. The suction channel was normal. There were no signs of foreign material during the visual inspection. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Massilia species are a group of gram-negative, rod-shaped bacteria. They are environmental organisms that are commonly associated with plants. Micrococcus luteus is a gram-positive, bacterium, classified as low concern organism. It is most commonly found in soil, dust, water, and air, but may also colonize the human mouth, mucosa, as well as upper respiratory tract. Both organisms identified during original sampling at the study site are of environmental origin, with micrococcus luteus being environmental / waterborne. Massilia species is identified as a high-concern organism per the olympus protocol, though not per the food and drug administration (FDA) definition. Based on the sponsor¿s literature research, massilia species has so far not been described in literature as being associated to contamination or patient infection related to endoscopic retrograde cholangiopancreatography (ercp). The times recorded for bedside cleaning and manual cleaning may not suffice to execute all steps as per the labeled reprocessing instructions and may have impacted the reprocessing result. The root cause of the issue could not be conclusively specified. The observed contamination is most likely not related to the previous patient¿s use but may most likely be attributed to a breach of the labeled reprocessing instructions as well as the reprocessing and / or sampling environment. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.